Event description:
Device 2 of 2. Reference MFR report # 1627487-2019-02050. Additional information revealed that patient had entire system explanted.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR report # 1627487-2019-02050. It was reported that patient was not receiving adequate relief with their drg system. X-ray imaging confirmed lead migration. In turn, surgical intervention may be pending to address the issue.